Manufacturer narrative:
Evaluation summary: the report of central jet could not be confirmed through visual observations. The x-ray demonstrated that the wireform was intact. Suture holes were observed around the sewing ring, and the sewing ring had cuts around the valve circumference. No other visual inconsistencies were observed. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are multiple issues both product related and non-product related that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. If the extended bypass time results in a serious injury, then the complaint is reportable. In this case, the edwards mitral valve was explanted at implant due to central regurgitation and restricted leaflet mobility and replaced with a new edwards mitral valve. During the explant and subsequent implant of the second valve, the aortic valve developed significant insufficiency due to a tear in the noncoronary leaflet which required additional bypass time to repair. The patient developed a coagulopathy which required treatment with blood products to obtain hemostasis which also increased the length of the operation. The device was returned for evaluation and the report of central jet could not be confirmed through visual observations. However, it is likely that patient and procedural factors contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm pericardial mitral valve was explanted at implant due to greater than normal central jet due to restricted mobility of one of the valve leaflets. The explanted valve was replaced with a new 29mm pericardial mitral valve. The explanted valve was returned for evaluation. Per obtained medical records, the patient was taken to surgery to treat severe-to-critical mitral valve stenosis and regurgitation due to a severely rheumatic mitral valve. The native valve was excised and the annulus was debrided of calcium and the 29mm mitral valve was seated and secured with a cor-knot device. The valve was inspected with a mirror and the surgeon was satisfied with the seating in the annulus. The valve appeared to be functioning normally, however, it did have mild central regurgitation. After weaning from cardiopulmonary bypass, there was severe central valve regurgitation and no perivalvular leak. Two of the valve leaflets appeared to be functioning normally, however, one of the valve leaflets appeared to have restricted mobility. It was noted that there was no evidence of suture impingement on the valve apparatus or subvalvular impingement. The valve was explanted and, after implantation of the new 29mm mitral valve, there was no significant central regurgitation and no perivalvular leak. There was, however, new aortic valve insufficiency. A single tear was noted in the noncoronary leaflet of the aortic valve. This was repaired with sutures and resulted in a competent aortic valve with no insufficiency. The patient was taken to the surgical ICU in critical, but stable condition on inotropic support and low dose pressors. The patient recovered and was discharged to home with home health services in stable condition on post-operative day thirteen (13).